Manufacturer narrative:
(B)(6). The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During pre dilation, a saber balloon catheter was inflated however, it ruptured due to calcification. There was no patient injury. The saber balloon was replaced with an unknown balloon catheter and the procedure was completed successfully. The lesion was the iliac artery. There was no anomalies confirmed during preparation and insertion.

Manufacturer narrative:
Additional information was received and section (description of event) was updated below. Additional information is pending and will be submitted in 30 days. During pre dilation, a saber balloon catheter was inflated however, it ruptured at twelve atmosphere due to calcification. There was no patient injury. The saber balloon was replaced with an unknown balloon catheter and the procedure was completed successfully. The lesion was the iliac artery which was severely calcified, moderately tortuous, and ninety percent stenoised. There was no anomalies confirmed during preparation and insertion. A competitor's inflator device was used which was successfully used with other devices. The saber balloon was removed from the patient in one piece. The saber has never been in an acute bend. The device was discarded and will not be returned for analysis. No other information was provided.

Manufacturer narrative:
During pre-dilatation, a 6x40mm 155cm saber rx balloon catheter (bc) was inflated; however, it ruptured due to calcification. The saber balloon was replaced with an unknown balloon catheter and the procedure was completed successfully. There was no patient injury. The lesion was the iliac artery which was severely calcified, moderately tortuous, and ninety percent stenoised. There was no anomalies confirmed during preparation and insertion. A competitor's inflator device was used which was successfully used with other devices. The saber balloon was removed from the patient in one piece. The saber has never been in an acute bend. The device was discarded and will not be returned for analysis. No other information was provided. The device was not returned for analysis. A device history record (DHR) review of lot 17616867 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (ruptured due to calcification) most likely contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
During pre-dilatation, a 6x40mm 155cm saber rx balloon catheter (bc) was inflated; however, it ruptured due to calcification. The saber balloon was replaced with an unknown balloon catheter and the procedure was completed successfully. There was no patient injury. The lesion was the iliac artery. There was no anomalies confirmed during preparation and insertion. The device was not returned for analysis. A device history record (DHR) review of lot 17616867 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (ruptured due to calcification) most likely contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.